Manufacturer narrative:
The investigation is ongoing. Device discarded.

Event description:
As reported by field clinical specialist, during insertion of a 26mm sapien 3 ultra valve, resistance was felt when advancing the valve through the sheath and a strut appeared bent as per fluro. The valve was pulled back into the sheath. Sheath and valve were removed as one unit. There was no harm to the patient. A new 26 valve was prepped and successfully implanted. Per report, the appearance of the bent strut was noted on fluoro as noted by the doctor. In addition, the liner showed evidence of a "scratch" (expandable portion of the sheath) from the valve frame but was not torn. In addition, it was indicated that possibly could have occurred during crimping. A decision was made that a new valve would be used for the procedure.

Manufacturer narrative:
The 26mm sapien ultra valve was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. No photo or imaging was provided. A device history record (DHR) review were performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. The esheath+ introducer set IFU was reviewed for guidance and instructions. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. The esheath+ introducer set also includes the expansion tool that is used to pre-expand the partially expandable area of the sheath prior to procedural use to facilitate the advancement of delivery system through this region. Based on the review, no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was unable to be confirmed due no device or imagery being returned. A review of DHR did not provide any indications that a manufacturing non-conformance would have contributed to the reported event. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'resistance was felt when advancing the valve through the sheath and a strut appeared bent as per fluro' and 'the liner showed evidence of a 'scratch' (expandable portion of the sheath) from the valve frame but was not torn.' Per the training manual, during delivery system insertion through sheath, 'in expectation of high friction, use short movements and push delivery system closer to sheath hub.' Furthermore, the training manual instructs that 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system,' and 'do not over-manipulate the sheath at any time.' Per additionally received info, patient had presence of tortuosity and calcification. Tortuosity and calcification can create a challenging pathway during delivery system insertion/advancement through the sheath and lead to resistance and high push force. Accordingly, if excessive force was applied to overcome associated resistance, it could have caused the valve struts to interact with the sheath shaft, resulting in the bent strut, as reported. In this case, available information suggests that procedural factors (excessive device manipulation) and/or patient factors (tortuosity, calcification) may have contributed to the reported event. However, a conclusive root cause was unable to be determined at this time. No labeling or IFU or training inadequacies were identified. A product risk and a corrective action and preventative action (CAPA) has been initiated to capture further investigation. The CAPA has previously been initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged.